Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kink and fracture near the pusher assembly mid-joint. Due to the pusher assembly fracture, the device could not be functionally tested. Further evaluation of the device revealed that the embolization coil was detached from the pusher assembly inside the introducer sheath. The embolization coil detachment likely occurred due to the pusher assembly fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the venous sinus using penumbra smart coils (smart coils). During the procedure, the physician implanted six smart coils in total. Subsequently, a smart coil would not advance beyond friction lock. Therefore, the smart coil was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.